Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient had a neuro procedure performed yesterday through right (rt) femoral artery. Angiogram showed appropriate stick for angio-seal. Twelve (12) hours later, the patient complained of groin and leg pain. The patient was sent to vascular lab/operating room (or) for angiogram. An angiogram revealed occlusion of the femoral artery just about the profunda reconstituting in the superficial femoral artery (sfa) about two to three cm's long. The angio-seal was placed intravascular. The doctor attempted to use pounce thrombectomy device. After three passes with the device, the doctor decided to do a cut down to fix the artery. No blood loss was reported. Additional information was received on 09sep2025: the angio-seal was successfully removed from the femoral artery and flow was restored to the leg. The patient outcome was good. There were no other complications.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation, however, based on the available information, the complaint can be confirmed for vessel occlusion. The exact root cause could not be determined. The likely cause was determined to have been a potential positioning issue of the implanted components. The device history record was unable to be performed as the device lot number was not available. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).